Event description:
Pt brought to interventional radiology for CT guided drainage of a multiloculated abscess following a perforated appendix. Guide needle inserted and guidewire passed through needle. The wire could not be easily advanced and so using gentle traction the wire was removed through the needle. The wire frayed and a 1.5 cm piece of wire remained in the pt.